Manufacturer narrative:
H10: h3,h6: the device, which was used in a procedure, was not returned for evaluation. Visual inspection and functional testing could not be performed. A relationship, if any, between the device and the reported incident could not be confirmed. A DHR review was performed and showed no non-conformances or deviations associated with the lot number provided 190816. A review of the complaint history records was performed for the reported lot number 190816, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Factors that are known to contribute to the alleged fault/failure may include mishandling during shipping, use or reuse of the device, contact with another source, or wear and tear over time. If the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
H10/h11: the initial incident report was submitted with incorrect manufacturing site information and registration number 1643264 (s+n oklahoma). The correct manufacturing site information and registration number is 3003604053(s+n andover). Corrected data: d3 and g1 manufacturing site name, address and contact information.

Event description:
It was reported that during surgery the pink hip kit was ripping and harming the patient. The procedure was successfully completed without delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.